Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "surgeon was doing partly resection of thyroid, when cutting tissue (fascia), surgeon mentioned several times that fusion is working fine, but when trying to get jaws away from tissue, tissue stuck to jaws and make extra small bleeding. Surgeon had to koag that bleeding with bibolar pincers. Fine fusion was cleaned like should, after every 5 fusion or more. Surgeon mentioned that harmonic jaws doesn't act that way." Patient status - surgeon did operation like planned.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. In addition, since no lot number was provided, a review of the manufacturing records could not be performed. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.